Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported catheter break, leak, material separation, migration ,flushing and suction issues no objective evidence was provided for review. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that three years, one month, and eleven days post a port placement, no blood return was allegedly drawn when the patient underwent needle puncture. It was further reported that the patient allegedly experienced local discomfort, and the neck was allegedly swollen. It was also reported that in an anteroposterior chest x-ray, the image showed that the neck infusion port was partially missing. Furthermore, the port was removed and noted that the catheter was allegedly found to be ruptured and not completely disconnected. In addition, the port allegedly leaked and the broken catheter had allegedly migrated. Moreover, there was an alleged problem with infusion. Reportedly, the port system was removed and replaced. The current status of the patient is reported to be normal.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 08/2022) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometimes post a port placement, no blood return was allegedly drawn when the patient underwent needle puncture. It was further reported that the patient allegedly experienced local discomfort, and the neck was allegedly swollen. Reportedly in an anteroposterior chest x-ray the image showed that the neck infusion port was partially missing. Port was removed and noted that the catheter was allegedly found to be ruptured and not completely disconnected. The port was removed and replaced. There was no reported patient injury.